Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (400-600 mg/dl) with large diabetic ketoacidosis present. The customer took manual injections to stabilize bg level. Reportedly, the health care provider (hcp) identify ketone level as dangerous/life threatening. The customer stated to have noted the cartridge patient line had a hole in it and was leaking out insulin. The customer did not remember seeing damage to the patient line prior to use.